Event description:
It was reported that during an open total gastrectomy, deployed staples of the posterior wall were malformed though the donuts were created properly in the first device. The leak test was negative. After that, the second device was fired but a hole was found at the anastomosed site though the donuts were created properly as well. The devices were used between the esophagus and the jejunum after a purse-string suture was performed on the esophagus. Eventually, additional suture was performed on the esophagus side to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh21 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: was the staple line complete? No information. What was the shape of the staples (b-formation, irregular, legs straight)? No information.